Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer initially called to report that the quick serter is broken and he has been inserting the infusion sets manually. During the call; the customer reported that he was having high blood glucose and went to see the doctor. Blood glucose level was 487 mg/dl. He stated that he was given a correction with syringe and current reading was 303 mg/dl. Customer declined troubleshooting and stated that the doctor had adjusted the basal rate settings and he would monitor his blood glucose levels.